Event description:
A malfunction was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact. Technical support assisted the customer in resetting the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again.